Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Further investigation confirmed the "upstream occlusion!" Alarms caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's device evaluation, the device displayed "upstream occlusion!" Alarms when no occlusion was present. There was no patient involvement.